Manufacturer narrative:
As no physical sample, lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd syringe 3ml ll w/ndl eclipse 22x1-1/2 rb needle broke. It was reported by customer that the patient returned after 15 days of an injection complaining of swelling and pain at injection site, upon examination a tiny piece of needle tip was found in the site. Verbatim: rcc received a complaint via email. Email(s) attached. Gave b12 injection im, patient returned 15 days later with swelling and pain at injection site, upon examination physician found a tiny needle tip in the site.